Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 30-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve initial concern: internal report reference number (B)(4).

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer called concerned with test results from results obtained of 67 mg/dl. The customer stated his expected fasting blood glucose test result range is 90-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/25/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 92mg/dl date:4/8 time: 7:18a fasting. Result 2: 96mg/dl date:4/7 time: 10:35p fasting. Result 3: 82mg/dl date:4/7 time: 10:30p fasting. Result 4: 67mg/dl date:4/7 time: 10:25p fasting. Result 5: 104mg/dl date:4/7 time: 7:11a fasting.